Event description:
During knee arthroscopy, the blade leaked; it appeared to be lubricant. The matter was visible as soon as the surgeon started using the blade. He confirmed that the site was flushed and that a new blade was used to assist with removal of the "grayish matter". He does not know of the back-up was from the same lot.

Manufacturer narrative:
Device has been cleaned either by customer or in (B) (4) upon receipt. There are no signs of any kind of residue that resembles lubricant. Magnification does galling on the inner blade. No conclusion can be made. (B) (4)